Event description:
It was reported the patient presented in clinic for unrelated testing. Upon interrogation of the leadless pacemaker, it was observed the battery voltage was below the elective replacement indicator alert threshold, but no alert had been observed. After reestablishing programming following testing, the battery longevity changed but the voltage was still the same and still below the threshold voltage. No known intervention was completed. The patient was stable.

Event description:
New information received indicated the leadless pacemaker was explanted and replaced without issue. The patient was stable.

Event description:
Upon reassessment, it was noted that the leadless pacemaker exhibited premature battery depletion in addition to the initially reported event.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of incorrect measurement was not confirmed. The reported event of premature discharge of battery was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was premature. Analysis revealed the battery voltage was rapidly depleted due to an unexpected mode change issue, which caused the device to remain in magnetic resonance imaging (MRI) mode thus depleted the battery.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.